Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "the nurse felt that inner cylinder was caught and there was a difficulty in taking in and out. It was found that the inner cylinder was crushed. It was not forceps, it was the inner cylinder." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a digestive surgery, the surgeon felt that the forceps was caught when inserting through the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. D4: batch # x9669u. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the best device was returned with the obturator cannula damaged bent and the clear lens damaged melted. Upon evaluation of the device, a test instrument was inserted thru the sleeve and no issues were noted related to an abnormal drag force. As the sleeve was found to be fully functional, it could not be determined what may have caused the reported incident. The damaged found on the obturator was confirmed and it is related to improper use of the device. One possible cause for the damage found on the obturator, may be excessive external load placed on the device. The damaged on the clear lens, it is possible that the damaged was due to an improper handling of the device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.